Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was informed that they could continue using the pump. The customer was advised to call back if any issues reoccurred, and they acknowledged this guidance.